Event description:
A talent abdominal stent graft system was implanted in a pt for the endovascular treatment of a 5.2 cm in diameter abdominal aortic aneurysm. Vessel morphology was reported as the aortic neck was 21 mm in diameter over a length of 35 mm. Vessel morphology was reported as there was moderate to severe calcification throughout the vessels; there was moderate tortuosity in the left iliac artery. The bifurcated stent graft was implanted; however, in the mid area of the contralateral gate there was a ledge of calcification that prevented the cannulating of the aortic gate. The physician went up and over with the guidewire but due to the calcification was unable to snare the guidewire. The physician elected to convert the stent graft to an aui, with the implantation of a talent converter and a talent occluder with a femoral to femoral bypass. No add'l clinical sequelae were reported, and the pt is fine.

Manufacturer narrative:
(B)(4). Results: ledge of calcification near the mid area of the contralateral gate. Fem-fem bypass. Conclusions: ledge of calcification near the mid area of the contralateral gate.